Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.83ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the MFR facility. A review of the history indicated on (B)(6) 2010, device was programmed for tpn with taper up and down, a tpn volume of 1900ml, taper up 2hrs, taper down 2hrs, for a duration of 12hrs, kvo rate 5ml/hr, a 2000ml container. Device continued in use at the programmed setting and on (B)(6) 2010 between 1859 and 1906, the device was powered on, a new container was indicated, priming occurred and the delivery was started. Between 1906 and 2106, the taper up occurred. At 0000, new date (B)(6) 2010 stamp occurred. At 0506, taper down began. At 0626, a proximal occlusion alarm occurred. At 0629, the delivery was stopped and the device was powered off. The review of the history indicates the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time. The pump was programmed for tpn (total parenteral nutrition therapy, for continuous + taper up and taper down delivery, with a vtbi (volume to be infused) of 1900ml, a 2hr taper up, 2 hr taper down, for a duration of 12hrs and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the pt reported the pump display indicated 1800ml had been delivered. It was reported the container was empty, instead of an expected 100ml vtbi to be remaining. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.